Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced lower than target blood glucose (bg) levels of 80mg/dl at its lowest after performing infusion site changes. Tandem technical support (cts) reviewed the load process with the customer and found that the customer was filling their cannula with 0.7 units of insulin when it only required 0.3 units therefore the customer was delivering 0.4 units of insulin. The customer would consume carbohydrates or glucose tablets to address these bg levels. Cts guided the customer to adjust their fill cannula value to the correct value. Recommendation was made to consult with their health care provider to discuss diabetes management.